Event description:
It was reported the implanting surgeon ¿held the connector of the extension between her thumb and pointer¿ and ¿then advanced the brain lead into the connector to screw it in.¿ it was further reported ¿the first three screws tightened to the correct torque¿ and then ¿started clicking¿ and that ¿the final screw (closest to the extension) kept tightening and started twisting¿ in the surgeon¿s fingers and ¿twisted the connector.¿ it was noted that at that time, the operating surgeon ¿immediately stopped tightening¿ the screw and ¿then loosened all the screws.¿ it was stated that when the lead was checked there was ¿no damage¿ found. It was noted the extension was then removed from the procedure and replaced ¿with a new one which tightened as it should.¿ it was reported there was ¿no¿ patient injury due to the event. Additional information reported the patient was ¿doing well¿ following the procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found anomaly. It was stated that ¿a known good torque wrench (4 in/oz) was able to tighten each setscrew, one click was heard when setscrews were completely tightened,¿ and the ¿setscrew connector block did not twist when held between two fingers.¿